Manufacturer narrative:
Device is out of warranty; no request for manufacturer's service.

Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient due to a data acquisition pcba adc failure. The customer reported there was no patient harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the data acquisition pcb board to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the data acquisition board was replaced and the device has passed testing.